Event description:
It was reported that the device was used during a gastric procedure. It was reported by the rep that on the 1st firing of the tlc55, it only partially fired across the small bowel. A new tlc55 instrument was used to cut out the partially stapled bowel and complete the case. There was no consequence to the pt.